Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that therapy stopped helping about 1-2 months or so after implant. Patient said that she made some adjustments however said that sometime afterwards, a month or so before april started experiencing shocking from waist down on both sides, more so on the right side. And at ins site. Patient said that she called and spoke to a representative, about shocking and was directed to turn therapy off and see a hcp to make sure it isn't a blood clot. Patient went to see pcp and had x-rays and was told that everything looked fine. Patient said that since stimulation that the shocking has subsided but not completely still feels some shocking on right leg/foot and at ins site. Patient said that pcp suggested patient have the system removed and sent a referral to another hcp. Patient said that she hasn't heard back yet from that office, said just left a message for them two days ago. The circumstances that led to the reported issue were unknown. The patient was redirected to their healthcare provider to further address the issue. Patient services agent sent email request to local representative and patient said that managing hcp office is not responsive and difficult to work with. Towards of the end of the call, patient said that she knows of 4 other people that have had the exact same issues as her. When asked, patient declined to provide any details or patient names.